Event description:
It was reported that this left bundle branch (lbb) lead was attempted to be implanted, however, when the lead was placed, the induction waveform did not change. The lead was attempted to be pulled out to be placed in a different position, but the lead was stuck in the tissue and could not be retracted. It was noted that the helix was stretched out. The lead body was able to be removed, however, the helix remains in the body. No additional adverse patient effects were reported. The lead body was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this left bundle branch (lbb) lead was attempted to be implanted, however, when the lead was placed, the induction waveform did not change. The lead was attempted to be pulled out to be placed in a different position, but the lead was stuck in the tissue and could not be retracted. It was noted that the helix was stretched out. The lead body was able to be removed, however, the helix remains in the body. No additional adverse patient effects were reported.